Event description:
Philips received a complaint from customer biomed reporting an error message on the v60 ventilator indicating the device could not reach target flow. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the issue. The rse determined field correction order implementation was the likely correction. Onsite service was requested. The investigation is ongoing.

Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device onsite and confirmed the reported issue. The asp loaded a software update (revision 3.20) and updated the software options key to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.